Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Examination of the reported device(s) was not possible as no product has been returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination(s) have not been provided. It was reported the patient was implanted with non-mating devices and subsequently revised. The root cause is attributed to user error. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified.

Event description:
It was found that the patient was implanted with a size 52 liner with a size 54 cup.